Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) had an auto fail error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) had an auto fail error.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer investigated the customer's complaint of autofill error. Fse troubleshot the unit and determined the pim could not sense when a balloon or plug was inserted, need to be replaced. Replaced the pim and functional tested without any issue. Cardiosave services completed. Safety, and functionality checks to factory specifications. Released to customer and cleared for use.the defective components were received for further investigation. The failure analysis and testing dept. Received pim, with a reported unit failure of an autofill error.the fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm the failure. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.